Manufacturer narrative:
Pending evaluation. Concomitant medical products: (cn: 130-36-54, sn: unk) - novation gxl liner, natural, 36mm ID.

Event description:
During the investigation of MFR 1038671-2020-00254 it was discovered that this patient had a revision of exactech derives in the right hip due to loosening and instability. Initial implant: (B)(6) 2007, revision : (B)(6) 2011. A search of the complaint system did not find a match. This case file was opened to capture that event.

Manufacturer narrative:
Section h10: (h3) the evaluation noted that revision reported was likely the result of an insufficient bond between the implant and the bone which led to aseptic (non-infected) loosening of the femoral stem and subsequent instability. However, this cannot be confirmed because the components were not returned for evaluation. (D11) concomitant device: - (cn: 130-36-54, sn: unk) - novation gxl liner, natural, 36mm ID. No information provided in the following section(s): a4 a5, b6, d4 (serial number, exp date), g5, and h4. The following section(s) have additional info; g4, g7, h1, h2, h3, and h7.